Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if code appeared again.